Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted due to damage to the inner lumen and insulation caused by severe subclavian crush. No further complications were reported.

Event description:
Boston scientific received information that this pacemaker dependent patient with this right ventricular (rv) lead exhibited syncope and was evaluated in the emergency room. The patient was admitted for a lead revision due to a suspected insulation issue with their right atrial (ra) lead. During hallwalks it was noted on telemetry that there were ventricular pauses lasting greater than 2 seconds and pacer spikes with non-captured observed. It was reported that the patient was asymptomatic at the time. The patient generator was programmed to pace and sense only in the ventricle. The field representative was to discuss a possible rv lead revision to be performed also. No further information has been made available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that prior to explant undersensing was also exhibited. This product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the clinical observation was confirmed. Visual observation revealed outer insulation damage (ruptured through) and outer coil fracture approximately 24-25 centimeters from terminal pin. Due to location and type of damage it is most likely caused by entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.